Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2013. The patient reported pain in both eyes for the last two months. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility indicated the event occurred on (B)(6) 2013 and is ongoing. The facility indicated the cause of the event was dry eyes and the patient was prescribed medication. The facility indicated the event was not related to the device. The patient's post-op visual acuity was 20/20.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No, lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - the patient reported that she was experiencing " pain in the eyes for past two months" following icl implantation six months ago .she was not medically or surgically treated. Additional information has been requested but not received yet. Ocular pain is multifactorial in origin usually followed with different symptoms and could be only diagnosed and treated by a doctor. The currently provided information is insufficient to determine device causality. The reassessment will be performed upon information from the surgeon is obtained. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).